Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level above 500 mg/dl and ketones. Customer was treated with intravenous insulin, fluids, insulin injections, and customer did not consume food for 24 hours until bg was stabilized. Customer was released from the ICU the following day and alleged permanent damage occurred but was unsure to provide additional information regarding the ¿damage¿. Reportedly, the customer reused the cartridge 2 to 3 times, and subsequently an occlusion alarm occurred. Tandem technical support educated customer regarding labeled insulin/cartridge usage.